Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue should happen again.